Event description:
The patient contacted animas on (B)(6) 2012 reporting that the ok and audio bolus buttons were intermittently unresponsive and required several presses to illicit a response. The patient denied trauma, tearing or peeling of the keypad or audio bolus button. The patient reportedly wore the pump under clothing, against the body and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): investigation found the "contrast" and "ok" keys to be intermittently unresponsive. Removed keypad to inspect key contacts for contamination which was found under all key contacts.